Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
It was reported by the patient's spouse that the patient expired. Additional information has been solicited but has not been made available. The date of the patient's death was unknown but prior to (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.